Event description:
The pump was returned for service. During service, the pump head mechanism under delivered during the pre-accuracy test. Per customer service, the customer reported no injury or medical intervention.

Manufacturer narrative:
During service, the pump head mechanism under delivered during the pre-accuracy test. Baxter service placed the pump head mechanism. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was initiated in 2005.